Event description:
Complaint 1 of 2: (B)(4)- clip 1. Complaint 2 of 2: (B)(4)- clip 2. Procedure performed: heart procedure. Limited information available at the time of the report. In the middle of the procedure they were trying to place 2 stealth spring clips and they would not stay closed. These clips were removed. They pulled 2 more clips from another lot number, these did stay closed and case completed. There was no damage to the vessel. There was no loss of occlusion due to the clips not staying closed. The clips are available for return. Intervention: replaced with new clip of a different lot number. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with representative sterile units. Testing was performed on the event unit, which confirmed that the clip was not able to close. The sterile units were also tested and non-conformances were observed. Based on the condition of the returned unit, the reported event was caused by interference between the male and female jaw components. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process and inspection enhancements intended to further minimize the potential for this type of event to occur. Recall: 2027111-01/15/20-001-r.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Complaint 1 of 2: (B)(4) - clip 1. Complaint 2 of 2: (B)(4) - clip 2. Procedure performed: heart procedure. Limited information available at the time of the report. In the middle of the procedure they were trying to place 2 stealth spring clips and they would not stay closed. These clips were removed. They pulled 2 more clips from another lot number, these did stay closed and case completed. There was no damage to the vessel. There was no loss of occlusion due to the clips not staying closed. The clips are available for return. Intervention: replaced with new clip of a different lot number. Patient status: no patient injury.